Event description:
The medi-vac disposable liner had imploded at the end of a theatre case causing the contents to contaminate a significant area in the theatre. Attending nurse was not facing the unit however her back was soaked in the discharged fluid.